Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Conclusion: the reported behavior is within the programmer software specifications.

Event description:
Pt diagnosis informations and graphics about arrhythmias episodes are not available.